Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. The customer sent sample to customer product line support (cpls) (B)(4) for additional testing. Cpls (B)(4) was able to replicate the customer's reactive result. A clear root cause can not be determined for this event based on the information provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reactive toxoplasma igm results on one patient which was discordant to another methodology. The result was reported out of the laboratory. Unknown if patient treatment was impacted by this event.